Event description:
It was reported that during a gall bladder procedure, clips will not hold after placing. Another device was used to complete the case. There were no adverse consequences to the pt reported.

Manufacturer narrative:
Date sent: 07/11/2008. Info anticipated, but unavailable at this time.